Event description:
It was reported that the subject device had image interference before a therapeutic urology procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3. The device was returned to olympus for inspection and the reported failure ¿damaged cable was confirmed, due to poor water-tightness of cable unit, water tightness was lost. However; the ¿image interference¿ was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor watertightness of cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image interference before a therapeutic urology procedure. There were no reports of patient harm.

Manufacturer narrative:
(B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.